Event description:
Abstract received: short proximal femoral nail fixation for trochanteric fractures; gadegone w.m. And salphale y.s.; journal of orthopaedic surgery (hong kong). 2010 apr; 18 (1) :39-44; reported: a review was conducted of the outcomes of 62 men and 38 women, mean age 67, who underwent short proximal femoral nailing for stable peritrochanteric, unstable peritrochanteric, and unstable intertrochanteric fractures. Postoperative complications included superior migration of the nail with varus collapse in six patients with osteoporosis. It is unknown if the hardware used was a synthes device. This is 2 of 2 for unknown screw for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.